Event description:
Reportable based on analysis completed on 27-nov-2014. It was reported that crossing difficulties were encountered. The patient was presented with blockage in mid left anterior descending artery (lad). Vascular access was obtained via femoral artery. The 26mm x 3.5mm, concentric, de novo, non-occluded lesion was located in the non calcified and mildly tortuous lad. After a non bsc guide wire crossed the lesion and pre-dilatation with an unspecified balloon catheter,a 3.50x28mm promus element ¿ stent was then advanced to treat the lesion. However, resistance was encountered and the device was removed from the patient. The procedure was completed with angioplasty using a different stent. Medications were also given and patient was responding well. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed the stent was detached.

Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The crimped stent was detached from balloon and stent was not returned for analysis. Crimp markings were evident on the wall of the balloon indicating that the stent was crimped onto the balloon. A visual and tactile examination found no issues with the hypotube shaft profile and shaft polymer extrusion profile. The bumper tip of the device showed no signs of damage. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).